Manufacturer narrative:
Facility biomed replaced the message center display pcb. Tech support followed up with biomed and confirmed that it corrected the issue. System is now fully functional.

Event description:
On 11/18: customer reports during procedure, no pt or procedural info made available, the table stopped all movements. Physician was able to complete the procedure with no negative outcome. No reported injury.